Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: per reported information, a 76-year-old patient was planned to have thoracic endovascular repair (tevar) to treat distal aortic arch aneurysm after artificial blood vessel replacement with elephant trunk. Bare stents (details unknown) had been placed in both sides of the common iliac arteries and internal diameter of the blood vessels were 6mm to 6.5mm, therefore the planned device was zta-p-30-155-w1 (complaint device). A tscmg-35-300-lesdc was advanced to the ascending aorta as per normal procedure. During advancement of complaint device the dilator tip got caught near the anastomotic site of the articifical blood vessel and the delivery system would not advance in the ascending direction but advanced in the direction of the greater curvature of the aorta arch. To redirect the delivery system in ascending direction, the user attempted to pull the tscmg-35-300-lesdc while pushing the delivery system. When the user loosened the force for pushing the delivery system, the blood pressure dropped rapidly and the blood pressure on the monitor disappeared. When the user checked angiography (the contrast route was being taken from the right brachial artery), bleeding was confirmed near the distal side of the aorta arch. The user thought that the bleeding could be controlled by placing the stent graft in the planned position, thus the user attempted to insert the delivery system. However, it did not reach to the planned proximal neck and it was thought that the stent might be expanded outside of the aneurysm if deploying it with the location unclear. Therefore, the tevar was stopped, and the procedure was changed to open surgery by median incision. After changing the plan to open surgery, the user switched to emergency cardiovascular care (ecc) with artificial heart-lung machine and performed arch replacement by using a graft from another manufacturer. After the arch replacement was performed and the ecc was changed to percutaneous cardiopulmonary support ICU (pcps), the patient was transferred to the intensive care unit (ICU). The following day, the patient expired. User believes cause of death was aortic aneurysm rupture and not manipulation of the wire guide. Complaint device was returned, pre-implantation cta as well as planning and sizing worksheet were provided. Device evaluation was performed on received zta-p-30-155-w1 (complaint device) without shipping stylet. The device was inspected for non-conformances (e.g., protruding barbs, indentations, significant scratches, compressions, wrinkles, frays or other damages), none were found. Per conclusion, the device evaluation did not indicate any protruding barbs, indentations, significant scratches, compressions, wrinkles, frays, or other damages that could have caused inability to advance the device or contributed to rupture of the aneurysm. A cause could not be determined. Imaging review was performed based on a pre-implantation cta along with the complaint report, a planning and sizing worksheet, and a returned device evaluation. Per imaging review findings, the intend to treat lesion was a massively dilated and perfused chronic dissection false lumen. Lobulation of the medial posterior false lumen contour indicated contained rupture or near rupture. The proximal and distal anastomosis demonstrated their typical ring shape with slight normal bulging into the aortic lumen. The arch including the branch vessel origins had been replaced previously. The typical acute angulation of branch vessel arch replacement would have limited through and through guide wire feasibility and utility. This was further complicated by a lsa dissection that limited guidewire exit through the least angulated arch branch. The only other option for a through and through wire would have been an apical trans-myocardial approach. Furthermore, the tortuosity index was extreme at 1.96. The impressions of imaging reviewer was that the complaint of inability to advance the zta-p into its intended landing zone cannot be confirmed because image of the event was not provided. Based on the extreme tortuosity leading into the et lz, the usual ring shape of the anastomosis, and absence of support along the outer aortic curvature, the complaint was highly plausible. The introducer tip was likely to encounter the anastomotic ring at an unfavorable angle without support of the outer aortic curvature. The general area of reported acute aortic rupture was a contained ruptured or nearly ruptured false lumen prior to the procedure. Additionally, per imaging review query, ¿the device performed as expected ¿ the death was from the handling of the device. As soon as difficulties was encountered, advancement should have stopped and the situation assessed. The anatomic difficulty was either unappreciated and or the tracking ability over estimated. It is my opinion that this case was impossible without a transmyocardial wire from the heart apex.¿ per the instructions for use (IFU), ¿adequate iliac or femoral access is required to introduce the device into the vasculature. Careful evaluation of vessel size, anatomy, and disease state is required to ensure successful sheath introduction and subsequent withdrawal, as vessels that are significantly calcified, occlusive, tortuous, or thrombus lined may preclude introduction of the endovascular graft and/ or increase the risk of embolization. A vascular conduit technique may be necessary to achieve access in some patients.¿ furthermore, ¿the safety and effectiveness of the zenith alpha thoracic endovascular graft and ancillary components have not been evaluated in the following patient populations: ¿ dissections. ¿ leaking, pending rupture or ruptured aneurysm. ¿ previous repair in descending thoracic aorta¿ additionally, ¿use caution during manipulation of catheters, wires, and sheaths within the thoracic aneurysm or ulcer. Significant disturbances may dislodge fragments of thrombus or plaque, which can cause distal or cerebral embolization, or cause rupture of the thoracic aneurysm, ulcer or aorta. ¿ maintain wire guide position during introduction system insertion. ¿ do not continue advancing the wire guide or any portion of the introduction system if resistance is felt. Stop and assess the cause of resistance; vessel, catheter, or graft damage may occur. Exercise particular care in areas of stenosis, intravascular thrombosis, or calcified or tortuous vessels.¿ refer to dmr (device master record), there are adequate controls in place to ensure the device was manufactured to specifications. Based on the provided information, it is not possible to establish an exact cause of the advancement difficulties as procedural imaging was not provided. However, the reported capture of the tip in the elephant trunk anastomosis is likely caused by the difficult anatomy leading to the proximal landing zone, which was extreme based on tortuosity index. Per IFU, ¿do not continue advancing the wire guide or any portion of the introduction system if resistance is felt. Stop and assess the cause of resistance; vessel, catheter, or graft damage may occur. Exercise particular care in areas of stenosis, intravascular thrombosis, or calcified or tortuous vessels.¿ furthermore, the area of reported acute aortic rupture being a contained ruptured or nearly ruptured false lumen prior to procedure likely contributed to the escalation of the situation. It is noted that the complaint device is used for dissection and in combination with elephant trunk, which is out of intended use. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: a bare stent (details unknown) had been placed in both sides of the common iliac arteries and their internal diameter of blood vessel was 6mm to 6.5mm, so a zta-p-30-155-w1 (lot# e4240277) was chosen. Thoracic endovascular aortic repair (tevar) was performed to treat distal aortic arch aneurysm after artificial blood vessel replacement with elephant trunk. When a tscmg-35-300-lesdc (lot # e4341648) was advanced to the ascending aorta as per normal procedure, the dilator tip got caught near the anastomotic site of the artificial blood vessel and the delivery system would not advance in the ascending direction but advanced in the direction of greater curvature of aorta arch. The delivery system went in the direction of greater curvature of aorta arch just by pushing it, so the user was going to attempt to pull the tscmg-35-300-lesdc while pushing the delivery system. When he loosened the force for pushing the delivery system, the blood pressure dropped rapidly and the blood pressure on the monitor disappeared. When he checked by angiography (the contrast route was being taken from the right brachial artery), bleeding was confirmed near the distal side of aorta arch. The user thought he would be able to control the bleeding if he was able to place the stent graft in the planned position, so he attempted to insert the delivery system. However, it did not reach to the planned proximal neck, and it was thought that the stent might be expanded outside of the aneurysm if deploying it with the location unclear. Therefore, the tevar was stopped and the procedure was changed to open surgery by median incision. After changing the plan to open surgery, the user switched to extracorporeal circulation (ecc) with artificial heart-lung machine and performed arch replacement by using a graft from another manufacturer. At 21:14 on (B)(6) 2023: surgery was completed. At 21:35 on (B)(6) 2023: transferred to the intensive care unit (ICU). At 01:28 on (B)(6) 2023: patient death was confirmed. Patient outcome: the patient underwent emergency operation by open surgery for artificial blood vessel replacement and hemostasis. After the arch replacement was performed and the extracorporeal circulation (ecc) was changed to percutaneous cardiopulmonary support, the patient was transferred to the intensive care unit and has been under post-operative management. Patient died on (B)(6) 2023.

Manufacturer narrative:
Manufacturers ref#(B)(4). Similar to device marketed under PMA/510(k): p140016. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4). Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 06apr2023: the lesdc was advanced in place before introduction of the alpha device. The tip of the lesdc was already positioned in the ascending aorta when advancing the delivery system. According to the physician cause of death was rupture of aortic aneurysm. It has nothing to do with manipulation of the wire guide.